Event description:
It was reported that catheter separation occurred. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation but was unable to cross the lesion in the dorsal pedis artery. An attempt was made to pull out the device, but it could not be pulled out, resulting in catheter separation. The remaining fragments inside the patient were recovered using forceps. The procedure was completed with a different device. There were no patient complications as a result of this event.